Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for two days for this event. Treatment for the peritonitis was not reported. The cause of the peritonitis was that the minicap had disconnected from the patient¿s transfer set while the patient was sleeping. At the time of this report, the patient was recovering from the peritonitis. The patient had been discharged from the hospital and pd therapy was ongoing. No additional information is available. Report 2 of 2

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. A disconnection had occurred between the transfer set and the patient line while the patient was sleeping. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).